Event description:
A materials manager reported that the unit was not suctioning properly during a cataract intraocular lens (iol) implant procedure. The vacuum was increasing on it's own. They exchanged the footswitch and completed the procedure with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and footswitch and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. The root cause could not be determined. (B)(4).